Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed decreasing r-wave measurements / diminished sensing per the lead trending report. It was noted that the sensing amplitude was still within expected range and programmed with safety margin. No reprogramming has been completed and the lead remains in use. No patient complications have been reported as a result of this event.